Manufacturer narrative:
Patient was admitted to (B)(6) hospital on (B)(4) 2017 and (B)(6) 2017 for having nausea, vomiting and being sick. Pt was diagnosed with a kidney infection patient had vgo on when hospitalized on (B)(6) 2017 but not on (B)(6) 2017. Patient was on antibiotics prior to going to the hospital due to a uti, colon infections and kidney issues. When patient went to the hospital on (B)(6) 2017, hospital took patient off the antibiotics and they suggested that she may be sick from the antibiotics. Pt says her symptoms persisted after stopping antibiotics and she believes that it was the humalog insulin she received through the vgo that was making her sick. Of note she was on toujeo 60 units prior to being on vgo, so vgo 30 is a significantly lower dose and likely contributed to her hyperglycemia. Hyperglycemia may have been caused by lower dose of insulin, and although pt believes nausea, and vomiting caused by humalog, true insulin allergies are rare and there is likely another explanation for patient symptoms including, but not limited to kidney infection and antibiotic use. Patient discarded v-go devices.

Event description:
Patient was admitted to (B)(6) hospital on (B)(6) 2017 and (B)(6) 2017 for having nausea, vomiting and being sick. Pt was diagnosed with a kidney infection patient had vgo on when hospitalized on (B)(6) 2017 but not on (B)(6) 2017. Patient was on antibiotics prior to going to the hospital due to a uti, colon infections and kidney issues. When patient went to the hospital on (B)(6) 2017, hospital took patient off the antibiotics and they suggested that she may be sick from the antibiotics. Pt says her symptoms persisted after stopping antibiotics and she believes that it was the humalog insulin she received through the vgo that was making her sick. Of note she was on toujeo 60 units prior to being on vgo, so vgo 30 is a significantly lower dose and likely contributed to her hyperglycemia. Pt says she was supposed to switch to novolog but her insurance is giving her a hard time about paying it. For now she is back on toujeo 60 and her blood sugar today persists elevated, earlier it was 238. Pt has a referral to gastroenterologist for evaluation. Hyperglycemia may have been caused by lower dose of insulin, and although pt believes nausea, and vomiting caused by humalog, true insulin allergies are rare and there is likely another explanation for patient symptoms including, but not limited to kidney infection and antibiotic use. Patient discarded v-go devices.

Manufacturer narrative:
Initial reporter corrected health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.